Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by technician, the coupling power supply (adhesive joint) has come loose due to normal wear. Components were replaced; the device was fully serviced and returned to the customer on (B)(4) 2013. Placeholder.

Event description:
Customer reported that the coupling handpiece operated on its own and then it came apart. This is report 1 of 2 for event# (B)(4).